Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during reprocessing, an unknown error message was displayed on the broncho fiber videoscope. There was no patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information: d9. The device was returned to olympus for inspection, and the reported failure of displayed error message was confirmed. Based on the results of the investigation, the probable cause of the reported error message was determined to be a leak from the instrument channel, in combination with component deformation and wear. The most probable cause of the reported failure was traced to expected or random component failure, with no design or manufacturing issues identified. Should additional relevant information become available, an additional supplemental report will be submitted. Olympus will continue to monitor field performance for this device.